Event description:
Manufactuere's ref# (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pressure transducer test during pre-use check (puc). Our field service engineer investigated the ventilator on site and replaced expiratory channel printed circuit board (pcb) and both pressure transducer pcbs. The three pcbs were returned for further investigation. The provided logs confirm the reported error with failure during the monitor pressure transducer test sequence. The returned parts were investigated separately to isolate the faulty component. 1) presssure transducer pcb (s/n (B)(6)) the pressure transducer pcb is placed in a ventilator for testing and failed the puc with pressure transducer test during the monitor pressure transducer test; thus confirming the reported event. The zero pressure was measured for this sensor and the measurement show a major drift; the wheatstone bridge was measured for this sensor and the results were without deviation. A microscope investigation shows large particles inside the pressure sensor cavity that are most likely the cause of the reported issue. 2) presssure transducer pcb (s/n (B)(6)) and expiratory channel pcb the pressure transducer pcb is placed in a ventilator for testing and passes the puc. Both the pressure transducer pcbs and the expiratory channel pcb are placed in ventilator to investigate if these two parts are functioning well or have also been part of the reported failure: puc is performed and passed. The ventilator is operated for more than 90 hours without deviation; it is concluded that the only defective part for this complaint is the pressure transducer pcb (s/n (B)(6)).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. # (B)(4).